Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a constant false upstream occlusion. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information h3, h6, h10: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported constant false upstream occlusion which was reproduced. A review of the event history log identified multiple upstream occlusion alarms. The cause was determined to be ultrasonic sensor was out of specification. The upstream sensor assembly was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.